Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint history check was performed and this is the 2nd related complaint for foreign matter in syringe on lot # 8127844. A review of the device history record was completed for batch# 8127844. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd¿ syringe 10bag 500cs had clear liquid inside some syringes before injection. The following information was provided by the initial reporter: ¿consumer reported finding clear liquid in some syringes before injection. Did not use. Not comfortable using them. Lot: 8127844, expiration date: 2023-05-31, item: 324912. Last time she found one was last night, (B)(6) 2019. There were more from this lot but occurrence date is unknown. Samples available.¿